Manufacturer narrative:
The field complaint of the transmitter not powering on was verified. The test revealed that the original ac power adapter was defective and caused the no power issue.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the transmitter prongs burn was observed. The device has no power. The device was replaced.